Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, during the most recent occurrence, the cartridge was filled with 196 units, and insulin gauge displayed 65 units. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded successfully and the customer received an accurate fill estimate.